Event description:
During a follow-up, decreased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Event description:
Additional information was received that the suspected cause was due to insulation damage on the rv lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual examination found the outer and inner insulations damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor¿s paths due to procedural damage. No other anomalies were noted with the exception of procedural damage.